Manufacturer narrative:
Returned for evaluation was a solero applicator. As received, the applicator only has 1cm of the ceramic tip remaining on the shaft. The detached tip was not returned as it is retained inside the patient. The point of the fracture coincides with the end of the semi-rigid outer jacket. The customer's reported description of tip detached inside patient is confirmed. Although the event is confirmed, a definitive root cause cannot be determined, however, it does not appear to be manufacturing related. A possible root cause of the tip detachment may be due to a thermal event that induces enough stress to cause a fracture in the ceramic tip material and soften or melt the copper inner conductor. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
An end user reported an issue with a 14cm solero applicator. Testing of the applicator during preparation noted no issues. During the procedure, a "high reflected power" error occurred during ablation. The error message indicated that the probe required repositioning. The probe was extracted from the patient when it was noted that the tip had detached and was lodged into the patient's liver. Another same device was then inserted into the patient and the ablation was completed. There was no significant increase in general anesthesia time. The tip is currently remains in the patient's liver. The reported device has been returned to the manufacturer for evaluation.